Event description:
It was reported that the patient underwent a posterior interbody fusion at l2-l3 in which rhbmp-2/acs and a peek fusion cage were used. The cage was packed with bmp. Postoperatively, it was reported that the patient experienced radiating pain to his legs. Reportedly, the patient experiences daily, disabling pain that prevents him from performing many basic activities of daily living.

Event description:
It was reported that on: (B)(6) 2003: patient presented with following pre-op diagnoses: spondylolisthesis, l3-4. Segmental instability, l3-4. Internal disk disruption, l3-4. For which, patient underwent following procedures: anterior discectomy, complete, for decompression of the spinal canal at l3-4. Anterior spinal fusion, l3-4. Insertion of titanium mesh cages, l3-4. Decompression with bilateral fasciectomies and foraminotomies, l3-4. Insertion of segmental spinal instrumentation, l3-4. Posterolateral fusion, l3-4. Use of local bone, allograft bone, and agf for fusion. Patient tolerated the procedure well without any intraoperative complications. On (B)(6) 2008: patient presented with following pre-op diagnoses: status post posterior lumbar interbody fusion, l3-4. Adjacent segment disease with spinal stenosis, l2-3. Degenerative spondylolisthesis, l2-3. For which, patient underwent following procedures: exploration of previous spinal fusion. Excision of abundant soar tissue. Removal of segmental spinal instrumentation. Insertion of segmental spinal instrumentation. Decompression of bilateral facetectomies and foraminotomies, l2-3. Use of intraoperative fluoroscopy for placement of pedicle screws. Anterior diskectomy, complete for decompression of spinal canal. Posterior lumbar interbody fusion, l2-3. Partial corpectomies of the endplates of l2-3 for placement of peek cage. Placement of peek cage, l2-3. Use of local bone, demineralized bone matrix, and bone morphogenic protein for anteroposterior spinal fusion. Per op notes, partial corpectomies of the endplates of l2 and l3 were performed in order to place the appropriate sized peek cage. The anterior aspect of the disk space was decorticated and packed with a combination of local bone, bone morphogenic protein, and demineralized bone matrix for anterior spinal fusion. The entirety posterolateral area of the spine was decorticated and packed with a combination of local bone and demineralized bone matrix for posterolateral spinal fusion. Patient tolerated the procedure well without any intraoperative complications.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.